Event description:
It was reported that the guidewire appeared to be stuck in the tap while the surgeon was tapping over the guidewire. While backing the tap out, the surgeon noticed that the tip of the tap was splayed. Pliers were used to remove the guide wire from the tap. There were no broken pieces. No pt complications were reported. The surgery time was not extended. The surgeon was able to finish the surgery with another instrument without incident.

Manufacturer narrative:
(B) (4): the product was returned for eval. The tip is splayed and cracked around the cannulated opening consistent with off-axis use with the guidewire. A review of the device history records did not identify any applicable nonconformance to specification.